Event description:
It was reported that the device triggered an alert for elective replacement indicator (eri). Interrogation of the device showed a measurement problem with question marks displayed in date stamp area. Eri alerts were indicated on two separate dates a year and a half apart. After measuring at eri for that long, the device should have shown as end of service not just eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk was on (B)(6) 2010, device eri less than or equal to 2.62 volts and eol (end of life) battery voltage is 3 months after eri. The weekly battery voltage log data shows min bat=2.62 to 2.61 volts minimum between (B)(6) 2010 and (B)(6) 2011. There were two patient alerts for low battery voltage on (B)(6) 2010 and (B)(6) 2011. A diagnostics problem was noted. The save to disk file (B)(4)shows "eri=2.62 v on ???" On the programmer for battery voltage at interrogation on (B)(6) 2011. The device was returned and analysis revealed normal battery depletion.